Event description:
This spontaneous case was reported by a nurse and describes the occurrence of device expulsion ("pelvic ultrasound showed left coil was not in place - it looked like it was free floating in the uterus") and device breakage ("the coil broke") in a (B)(6) female patient who had essure (batch no. 727087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 6 years 2 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with suprapubic pain and pelvic pain. On an unknown date, the patient experienced investigation noncompliance ("she never kept her follow up confirmation appointment despite 5 attempts to reach patient"). The patient was treated with surgery (essure removal by graspers through the hysteroscopy on (B)(6) 2017). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("some came out but a piece is still in there"). At the time of the report, the device expulsion, device breakage, complication of device removal and investigation noncompliance outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, device expulsion and investigation noncompliance with essure. The reporter commented: physician planned to repeat hysteroscopy to remove remaining coil in one month and patient has not come back 1 appointment cancelation, 1 missed visit and now she is rescheduled for office visit only. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: device free floating in the uterus. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a nurse and describes the occurrence of device expulsion ("pelvic ultrasound showed left coil was not in place - it looked like it was free floating in the uterus") and device breakage ("the coil broke") in a 42-year-old female patient who had essure (batch no. 727087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 6 years 2 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with suprapubic pain and pelvic pain. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("some came out but a piece is still in there"). On an unknown date, the patient experienced investigation noncompliance ("she never kept her follow up confirmation appointment despite 5 attempts to reach patient"). The patient was treated with surgery (essure removal by graspers through the hysteroscopy on (B)(6) 2017). At the time of the report, the device expulsion, device breakage, complication of device removal and investigation noncompliance outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, device expulsion and investigation noncompliance with essure. The reporter commented: physician planned to repeat hysteroscopy to remove remaining coil in one month and patient has not come back 1 appointment cancelation, 1 missed visit and now she is rescheduled for office visit only. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: device free floating in the uterus quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jul-2018: quality-safety evaluation of ptc . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.